Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 company representative should be deselected and health care professional should be selected on the initial medwatch. H4 of the initial report was corrected, please see h4 for further details. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the root cause could not be conclusively identified. However, it is likely that the customer used a 10ml syringe for flushing the balloon channel instead of 30ml syringe per the instructions for use. The instructions for use states the prevention methods associated with the event in instructions evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The endoscopy support specialist (ess) provided a reprocessing in-service/reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, the user facility staff used a 10ml syringe instead of a 30 ml syringe to reprocess a bronchofibervideoscope. No patient infections or injuries reported.